Event description:
The manufacturer received a complaint alleging a loud grinding noise and a ¿vent operable¿ message accompanied by a red screen on a trilogy o2 ventilator. No patient harm was reported. The device was returned for evaluation. During evaluation, the blower was confirmed to be producing a loud grinding noise, and multiple instances of physical damage were identified, including cracked enclosures, cracked porting block, damaged keypad, damaged dc cable, cracked battery retainer, contaminated exhaust fan assembly, cracked handle, missing rubber feet, and damaged warning label. The device initially failed repair testing due to a failed stirring fan test, and the stirring fan was replaced. Additional service included replacement of the front and rear enclosures, porting block, keypad, cord retainer, dc cable, battery retainer, exhaust fan assembly, handle, warning label, and enclosure feet. Following replacement of the stirring fan, the device was placed on run-in and subsequently passed all testing. The investigation is complete.